Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient on their unicel dxi 600 immunoassay system (serial number (B)(4)). The initial elevated result was released from the laboratory and questioned by the cardiologist. The patient sample was re-analyzed on the customer's alternate unicel dxi 600 immunoassay system (serial number (B)(4)) and recovered above the customer's normal reference range. The patient was admitted to the hospital in association with the elevated access accutni+3 result. Quality control (qc), calibration and precision runs met assay and instrument specifications. The patient sample was collected in a serum tube and was centrifuged at 4600 g (g-force) for three minutes. The customer noted a small amount of fibrin present in the patient sample.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. There is no indication that the access accutni+3 reagent was returned for evaluation. Beckman coulter (bec) customer technical specialist (cts) followed up with the customer on (B)(6) 2015. The laboratory manager stated that the non-reproducible elevated access accutni+3 results were due to sample handling/integrity issues. The customer stated technicians have been alerted to be vigilant about sample quality. The customer stated she initiated a protocol in which all positive troponin I (access accutni+3) samples are to be inspected prior to repeat testing. In conclusion, the cause of the non-reproducible elevated accutni+3 results is use error. The customer failed to observe proper sample handling and processing. Beckman coulter (bec) internal identifier for this report is (B)(4).